Event description:
Boston scientific received information that following a routine implant procedure, this device and chronic non-bsc right atrial (ra) lead displayed an ra pacing impedance measurement was greater than 2,500 ohms in bipolar configuration with increased thresholds. Unipolar configuration measured an ra pacing impedance of 340 ohms with threshold measurements of 3.5@2.0ms. The patient's physician elected to monitor the device system and no further procedure were planned. Additional information was reported that atrial loss of capture was observed. Technical services was consulted and discussed testing recommendations. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.